Event description:
It was reported that patient presented in clinic during follow up with the device in backup vvi. Patient was asymptomatic. A device download was performed successfully. Device remains implanted.